Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm. According to the patient, on approximately (B)(6) 2024, the patient was at work when his cgm was reading 150 mg/dl. No bg meter reading was taken at this time. The patient took insulin for his lunch. The patient was using an unspecified non-integrated insulin pump. At an unspecified time later, the patient felt sweaty, shaky, nauseous, and eventually lost consciousness. Although the patient did not have a full set of cgm/bg meter comparison values, the patient alleges an inaccuracy as his symptoms did not correlate with the cgm value of 150 mg/dl. The patient woke up on his own after approximately one hour. The patient drank some apple juice. The cgm device was reading 250 mg/dl. No bg meter reading was taken at this time. The patient did not seek assistance from a higher level of care. There was no documentation of medical intervention. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.